Manufacturer narrative:
Additional patient information: (B)(6). Patient initials are (B)(6). Exact date of symptom onset is unknown; however, the pain reportedly began in (B)(6) 2016. This report is for one (1) unknown pro-disc l (poly-ethylene inlay). Without a valid part and lot number, the UDI is not available. Device has not been explanted. The complainant part has not been explanted at this time and is, therefore, not available for evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a pro-disc l implant at l5-s1 on (B)(6) 2015. During the one (1) year follow-up appointment on may 23, 2016, the patient noted that the lower back pain had returned approximately three (3) weeks prior following a squatting and bending motion. Upon the initial re-onset, the patient was bedridden for approximately seven (7) to ten (10) days. By the time of follow-up, the patient indicated that the pain had eased, but had not totally resolved. Additionally, the patient reported stiffness and soreness, which was felt most significantly in the morning. X-ray images were taken that day and seemed to indicate that the polyethylene inlay had shifted/dislodged as compared to images from (B)(6) 2015. The patient was prescribed flexeril and mobic (meloxicam) for the pain and discomfort. At this time, a revision date has not been scheduled. The physician noted that a CT scan would be ordered first. Upon review of that imaging, a determination regarding further intervention will be made. This report is for one (1) unknown pro-disc l (poly-ethylene inlay). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Clarification: the device has now been successfully explanted; however, it is unknown if the device will be available for return and evaluation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was further reported that the patient returned to the operating room on (B)(6) 2016 to undergo an explant procedure. The prodisc-l construct was successfully removed and replaced with a synfix fusion construct. During the procedure, a prodisc=l endplate holding arm instrument broke. This event will be captured in and reported under linked complaint (B)(4).

Manufacturer narrative:
Catalog number, expiration date, other: UDI: (B)(4) manufacturing date ¿ september 02, 2014. Expiration date ¿ june 2017. Review of the device history record for pdl-l-pt10s lot 7736696, tantalum bead lot 7604530, and raw material lot 4869781 indicates no issues or manufacturing discrepancies relevant to the complaint of migration. A product investigation was completed: all retrieved device components (superior endplate, polyethylene inlay, and inferior endplate) were examined macroscopically for signs of wear and damage. All three compents had evidence of iatrogenic damage. The backside surfaces of the endplates had remnants of bone. The superior endplate and polyethylene inlay had evidence of impingement. The superior endplate had evidence of a biofilm. Machining marks were observed on the perimeter of the polyethylene inlay, and worn machining marks were observed on the backside surface. The snap lock of the polyethylene inlay appeared rounded when compared to a never implanted control. The articulating surface of the polyethylene inlay showed evidence of adhesive abrasive wear with evidence of burnishing and multidirectional micro-scratches consistent with normal wear. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number (B)(4). The only information contained in this report is correction or additional information. Concomitant devices reported: superior plate (part pdl-l-sp11s, lot 7524823, quantity 1); inferior plate (part pdl-l-ip00s, lot 7734174, quantity 1).

Manufacturer narrative:
Additional narrative: product investigation was completed. One prodisc-l superior endplate (item pdl-l-sp11s lot 7524823), polyethylene inlay (item pdl-l-pt10s lot 7736696), and inferior endplate (pdl-l-ip00s lot 7734174) were returned for analysis. The implants were returned with damage that is consistent with removal of the implants. Bone remnants were observed on the superior and inferior endplates. The snap lock feature was observed to be slightly rounded. Visual examination did not reveal any design related issues. The prodisc-l design was reviewed and it was determined that an update is not warranted at this time. A definitive root cause for the expulsion of the inlay could not be determined. No design related issues were identified. Manufacturing evaluation was completed: product was received with post manufacturing damage. The rail height could not be measured using a cmm due to damage on part causing the cmm to alarm out. As a result, the rail heights were measured with an outside micrometer. Both rails met dimension requirements. Features l5, l4, sr1, and a1 could not be measured due to the as received damage of the part. Review of device history records show that each of these features met dimensional requirements at time of manufacture. Raw material is unobtainable due to there being no in house method to identify the material. Review of the raw material DHR record shows that the material met all acceptance criteria. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.